Event description:
It was reported a patient experienced a hernia in their right groin coincident with peritoneal dialysis (pd) therapy. This event did not require hospitalization. The patient did not receive any treatment for the hernia but a surgical repair was scheduled two months after the time of the report. The patient did not have any overfill or increased intra-peritoneal volume (iipv) events prior to the hernia. The cause of the hernia was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): nine days prior to receipt of this information the patient (pt) underwent a catheter reposition and hernia outpatient surgeries. The pt was not hospitalized. The pt is recovering.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. There were no failures or malfunctions identified that could have caused or contributed to the reported event. The cause of the hernia could not be determined with the available information.